Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited low signal amplitudes one day post a left ventricular assist device (lvad) implant. Additionally, high out of range shock impedance measurements were observed. An x-ray was performed which revealed the electrode had been cut. It was suspected the electrode damage occurred at the time of the lvad implant. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off and an electrode revision was being considered, however has not yet been scheduled. No adverse patient effects were reported.